Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a clock monitor frequency error. They reset the insulin pump and it had worked for an hour but then it became unresponsive. There was a fog on the screen. They were unable to perform a self-test because they were unable to pass the alarm. The customer¿s blood glucose level was 82 mg/dl. The customer was advised discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window. Unable to verify no reservoir alarm due to blank display anomaly. Unable to perform functional test due to blank display.